Event description:
This is filed to report the clip introducer break. It was reported that on 12-may-2022, the patient presented with mixed mitral regurgitation (mr) grade 4+, a dilated left atrium, thin leaflets, posterior leaflet tethering and restriction. The transeptal was challenging due to a large atrium and position. The transeptal was attempted twice to achieve desired positioning. The first mitraclip (cds0602-xtr, 10722r114) was implanted without an issue reported, however, the clip detached from the anterior leaflet, while remaining attached to the posterior leaflet, a single leaflet device attachment (slda). Chordal injury of the anterior leaflet, with a new flail, was noted due to the slda. As treatment, an ntr mitraclip (cds0602-ntr, 10607r10) was attempted, however, it was difficult to grasp. The device was removed without an issue reported and an xtw was successfully used in replacement. The same ntr that had been removed was on the sterile table and attempted for re-use. The physician attempted to slide the clip introducer over the clip, however, the tip of the clip introducer broke. The ntr device was set aside and not used anymore. As additional treatment for the slda, the third and fourth mitraclips were implanted without a device issue reported, stabilizing the slda clip. The mr remained unchanged at grade 4+. Due to the unchanged mr, the patient required additional hospitalization due to heart failure. Reportedly, there was a clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4) the device was retained by the distributer account and will not return. A follow-up report will be submitted with all additional relevant information. The xtr clip, referenced in is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the mitraclip instructions for use (IFU) states do not re-use the cds after removal. Replace the cds with a new device. Reinserting the cds after removal may result in inability to open the clip. Since the cds was attempted for re-use, this is considered as a deviation from the IFU. Furthermore, it was determined that the deviation from IFU did not cause any effects. Based on available information, the reported positioning failure (leaflet grasping ¿ clip not implanted) appears to be related to challenging anatomical conditions. The reported break (clip introducer) was due to user technique of handling the clip introducer. The reported improper or incorrect procedure or method was due to the user error of not following steps as per IFU. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Event description:
Subsequent to the previous report, the additional information was received:the physician attempted to slide the clip introducer over the clip and resistance was met. Reportedly, the operator used a fast crude method sliding the clip introducer, causing disruption/cleft appearance of the blue soft clip introducer tip.